Event description:
The customer reported that images from a clinical CT head procedure displayed an artifact that appeared as a light image/partial volume. A philips field service engineer (fse) confirmed that the exam was misinterpreted as a brain bleed. The patient was transferred to another hospital and had a CT rescan performed. The fse confirmed that the rescan determined there was no brain bleed. The fse performed calibrations to verify the CT system was working within specification.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that images acquired utilizing their philips brilliance 64-slice CT system exhibited an artifact which was misinterpreted to be a brain hemorrhage. The customer reported that a CT brain scan was performed with tilt utilizing the patient head holder. After the images were acquired, they were sent to the doctors reading room via the picture archiving and communication system (pacs). The images were interpreted as having an artifact that could be read as a brain hemorrhage. The patient was transferred to another facility for further treatment. Upon arrival at the other facility, the patient was scanned on a different scanner and it was confirmed that the patient did not have a brain hemorrhage. The customer also noted that there had been a previous occurrence of this type of artifact on (B)(6) 2014. A subsequent complaint was opened to document the occurrence on (B)(6) 2014. The customer reported that after performing an acquisition on an elderly, male patient that had fallen, the images exhibited an artifact that appeared as a brain hemorrhage. The patient was sent to another hospital where a follow-up scan confirmed that the patient did not have a brain hemorrhage. The customer did not provide images or raw data for the occurrence on (B)(6) 2014 for further analysis. The customer noted that after the occurrence on (B)(6) 2015, they placed a service call to have the system evaluated by philips service. On (B)(4) 2015, the field service engineer (fse) reviewed the images from (B)(6) 2015 containing the artifact with the customer as well as national sales and support (nss), but were unable to confirm the cause of the artifact. One week later, the fse performed calibrations on the system and noted that the calibrations passed. The fse gathered the images, which exhibited the artifact, and they were sent to the cleveland factory for further analysis. No parts were replaced as a result of the issue. CT physics reviewed the images provided for the occurrence on (B)(6) 2015 and found: images provided from the site were reviewed but were not found to contain a single, clear cause of the complaint of artifacts appearing like brain hemorrhages. The images were found to contain a number of artifacts that could be responsible for the complaint including some partial volume artifacts in the posterior fossa that created some areas that could be interpreted as lightly contrast enhanced. There were also several areas on the bone brain interface that could be interpreted as focal areas exhibiting light contrast enhancement that could also be interpreted as a hemorrhage. The partial volume artifacts are likely caused by the choice of a 5mm slice thickness for image reconstruction. Use of a thinner slice could reduce or eliminate the occurrence of this kind of artifact. The artifacts seen on the bone brain interface manifest in the same way as beam hardening artifacts located at the bone-brain interface. In some cases, artifacts like these can appear similar to a hemorrhage but a trained CT user will be able to distinguish the artifact from an actual hemorrhage. The customer reported that images from a clinical CT head procedure displayed an artifact that appeared as a light image/partial volume. A philips field service engineer (fse) confirmed that the exam was misinterpreted as a brain bleed. The patient was transferred to another hospital and had a CT rescan performed. The risk associated with a rescan from a CT scanner is acceptable and poses negligible harm to the patient. The fse confirmed that the rescan determined there was no brain bleed. The fse performed calibrations to verify the CT system was working within specification. CT engineering determined this issue to be an acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury because: daily and monthly image quality checks by operator in instruction for use. Instructions for use (IFU) shall include a note that the operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts. The system shall be operated only if performance quality assurance has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly-adjusted, system shall not be used until repair is made. CT engineering was unable to determine the root cause of the artifacts.

Event description:
The customer reported that images from a clinical CT head procedure displayed an artifact that appeared as a light image/partial volume. A philips field service engineer (fse) confirmed that the exam was misinterpreted as a brain bleed. The patient was transferred to another hospital and had a CT rescan performed. The fse confirmed that the rescan determined there was no brain bleed. The fse performed calibrations to verify the CT system was working within specification.

Manufacturer narrative:
(B)(4).